Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was 7.6mmol/l. The customer stated insulin is squirting out during the manual prime process. Customer insulin pump is not dropped nor bumped or no water contact. The customer stated that the drive support cap appears normal. The customer did not press the cap while connected. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk also, unable to complete functional testing due to a33 alarm. However, all operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump functioned properly. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing the end cap sticker.